Event description:
It was reported that the patient experienced pacemaker mediated tachycardia and fainting.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No intervention and further information is available. (B)(4) - pacemaker mediated tachycardia.